Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was measuring low lead impedance and it was difficult/impossible to measure threshold and sensitivity. A power on reset was also reported. The patient had been in an area with a lot of magnetic fields such as radio equipment. A manually guided reset was performed and the device is still in use. No patient complications have been reported as a result of this event.